Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The spin wheel will not come apart from inserter. Update (B)(6) 2015, upon visual inspection of returned product, threads are damaged on internal inserter preventing the two components to screw smoothly together. Complaint updated (B)(6) 2015. (B)(6).

Manufacturer narrative:
Although the outer body unscrewed from the internal threaded inserter, the threads on the inserter is damaged indicating the threaded inserter was used without the outer guard component. The outer guard component protects the threads on the inserter. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.